Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed ec345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'ec 345.' Was reproduced. A review of the history log revealed "ec 345" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream temperature out of range at 36.3 due to a failing input/output ( I/o) board and force sensor. The I/o board and force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.